Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2010 the patient called for assistance in changing the insulin cartridge of his infusion device. During the call, he mentioned he had been in the hospital with blood glucose readings of 800 mg/dl. The patient disconnected the call before any further information could be gathered. On follow up with the patient, he stated he was in the hospital for 4 days. He stated this was due to him overcompensating when treating himself. The patient declined further information. No product will be returned for evaluation.